Event description:
It was reported to philips that the device fails the operational check at defibrillation testing. The customer worked with the technical support representative. It was concluded the device needs a therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, the replacement for which was ordered to customer. The customer to install therapy pca. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporting institution phone: (B)(6).